Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the alleged out of box failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) called in to report an out of box failure on an evis exera video system center (cv-170). According to the rep, the cv-170 was not displaying an image and instead had horizontal lines and an e209 error code on the display. This event took place during installation and had no patient involvement. This report is related to 5 others. Please see reports with patient identifiers: (B)(6) for related events.